Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 550cc mentor cpx 4 breast tissue expander with suture tabs being used for a breast augmentation procedure failed to hold saline as the surgeon was filling the expander. The surgeon discarded and started again with another. The procedure continued. There were no patient consequences or procedure delays reported.